Event description:
It was reported that customer had a battery issue and prime/fill anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer declined troubleshooting for the priming issue and the battery issue. The customer reports that he only wants to talk about the sensor issue because it is hard for him to control his blood glucose without it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.